Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The information received suggests that the device was identified broken while on patient at home. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a broken component was confirmed. Visual inspection observed that the smartsite component was received in two pieces; separation occurred at the clear body of the smartsite® towards the male luer end exposing the inner blue rubber valve. Stress marks and rough edges were identified on the edge of the clear body of the male luer. In addition the transparent plastic was noted to be cloudier in appearance. The root cause of the damage was not identified.